Event description:
On (B)(6) 2010, the patient was implanted with one gore tag thoracic endoprosthesis to treat an inflammatory thoracic aortic aneurysm located at the aortic arch. It was reported that prior to the tag implantation, a debranching surgery was performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries using vascular grafts. It was also reported that during the procedure the patient lost 1,270 ml of blood. The physician completed the procedure with no reported complications. On (B)(6) 2010, the patient experienced paraparesis. The physician treated it with spinal drainage and administration of naloxone. The physician also started the patient on rehabilitation. On (B)(6) 2010, a follow-up exam showed that the patient recovered from the paraparesis. On (B)(6) 2010, the patient was discharged. No further adverse event has been reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.